Event description:
It was reported that when using the bd pyxis¿ anesthesia station es drawer jammed and not detected on bus. Customer tried to reboot, but the issue persisted. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer opened the rear panel and found evidence of coffee spilled against the cover, confirmed the fluid ingress strip was intact, cleaned connections on drawer 1 and all sub drawers which tested okay, noted drawer 2 sub drawers failed to stop at designated spots due to rear controller board damage, and while the mini drawers do open, they do not stop at each dose the previous repair estimate has expired and a new one will be generated if the customer wishes to proceed. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es drawer jammed and not detected on bus. Customer tried to reboot, but the issue persisted. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.